Event description:
It was reported that the pacemaker was unable to be interrogated and the device is subject assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The physician elected to explant and replace the pacemaker. The patient condition was stable.

Manufacturer narrative:
Additional information was requested but not provided.